Event description:
Account reports several incidents of leaking in the area of the roller clamp over the past two mos. States the leaking does not occur during prime, but rather occurs when the nurse takes the set out to the pt and opens the roller clamp to infuse the medication. There have been no incidents of pt or staff injury because the leaks are caught right away and the nurses are wearing gloves. Reporter states they have not changed anything in their practice and previous to this two month period had only occasional problems with leaking.